Manufacturer narrative:
Follow-up # 1: date of submission 3/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 2/26/2016 with the following findings: there was one call service (cs 064) alarm observed in the black box and alarm history. The call service 64 alarm was not duplicated during this investigation. The pump was run on a 24 hour basal program with no call service alarms occurring therefore the alarms were unable to be duplicated during this investigation. The pump was opened and there was no moisture found internally and the motor circuit inspection showed no defects found. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting call service communication alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.